Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2010 and met specifications. The bed was placed with the patient on (B)(6) 2010. The patient was being discharged from the rotoprone therapy and the buckle was cut. The buckle was evaluated by the kci technician. Testing of the buckle concluded that the restraining belt on the bed was stuck and it would not release. On (B)(4) 2010, the technician replaced the buckle. Kci was unable to confirm if this damage occurred at the facility during use or some other time.

Event description:
On (B)(6) 2010, the nurse reported that the buckle would not release. The buckle was cut by the facility and replaced by kci personnel. There was no reported injury.